Event description:
The device was returned to the service ctr from the customer contact with a request of update/recertification of the device. No additional info was provided. This does not indicate a reportable malfunction. However, during verification testing at the service ctr leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.